Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/03/2014 with the following findings: the pump powered on, as confirmed by the presence of the auditory and vibratory cues, but the display screen was blank: the reported event was duplicated. The pump case was removed, and the display screen was observed to be cracked; this device failure directly caused the reported event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.